Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the patient, her blood glucose was "hi" per her meter all evening at about 4 days prior, and all the next morning. At 11:00am in the next day, she was admitted with a blood glucose of 771 mg/dl. Upon admission, she was diagnosed as in diabetic ketoacidosis. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.